Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a f100 error message occurred during calibration. As a result, an alternate device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.